Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and lid and bezel were damaged. Complaint of ablate malfunction could not be reproduced. Unit passed functional testing during 2 hour burn-in and power output was normal throughout testing. All functions perform as expected. All power and impedance readings were within spec. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The device has been in service for over 10 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions.

Event description:
It was reported that the vulcan generator did not register when a wand was plugged in, ablate mode goes from 110-1. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.